Manufacturer narrative:
Evaluation results: (dissection). (Secondary intervention, additional stent implanted).

Event description:
The patient had three endeavor sprint drug-eluting stents implanted to the 1st right posterolateral. The third stent was implanted for treatment of a complication/dissection/bailout after the second stent implantation to cover target lesion. The stents were overlapped. There was no occurence of device failure or malfunction. At the 30 day follow up, the patient was asymptomatic. At the 6 month follow up, the patient reported stable angina. Approximately seven months after the index procedure, the patient was revascularised and ptca was performed to the proximal rca. One endeavor sprint drug-eluting stent was implanted. The investigator stated that the event was not related to the study stent or the study procedure.